Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, inappropriate shocks, impedance measurements less than 200 ohms and an apparent lead fracture. As a result, this lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.